Event description:
In 2006, the lay user/pt contacted lifescan alleging that the one touch ultra does not turn on even though she has replaced the battery per the owner's manual. The medical affairs specialist sent a letter 3 days later since the pt cannot be reached by telephone to obtain/verify information. The following info was obtained at the initial call with the customer care advocate (cca). At 12pm prior to contacting lifescan, the pt attempted to test on her meter while having symptoms of feeling shaky and weak but was unable to obtain a reading on her meter and did not test on any other device. The pt stated that she did not test before experiencing the symptoms. After the attempted tests, the pt administered self-care with food/beverage. The cca verified that the battery was in good condiiton and was correctly installed. The customer care advocate walked the pt through troubleshooting but the power issue was unresolved. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.